Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e volutpro-26-us, serial/lot #: (B)(4), ubd: 22-nov-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded; therefore, no product analysis can be performed. Conclusion: without return of the products, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, into a native bicuspid aortic valve, with a fused left coronary cusp (lcc) and non-coronary cusp (ncc). The valve was deployed at a depth of 1mm on the ncc. As the delivery catheter system (dcs) was withdrawn it was near the inflow portion of the valve and the valve dislodged into the sinus of valsalva. The valve was snared, and the final location was in the outflow tract, at the level of the innominate artery. Subsequently, a 29mm transcatheter bioprosthetic valve was loaded onto a new dcs and successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record was not required as the product event does not indicate a potential manufacturing issue. Dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut system instructions for use (IFU) instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review; given the limited information, the root cause of the dislodgement event cannot be confirmed. Dislodgment events do not typically indicate a device manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.